Event description:
Roche diagnostics (a distributor of data innovations' instrument manager software) reported an issue to data innovations (di) on behalf of (B)(6) on (B)(6) 2021: an initial result for a ferritin test was received from the roche cobas 8000 analyzer with a high result flag. The sample was held based on a configuration setting and then reran for dilution. The second run provided an erroneous result, with a value of '2000' and high flag but with a dilution of x20. As a result, the sample was run a third time on dilution. While the rerun was running, the lab tech manually released the original result from the instrument with a value of '2000' and high flag. This was reported as a critical/positive result and the patient was given a diagnosis of helpphagocytic-lymphohistiocytosis (hls). As a result, an incorrect diagnosis was discussed with the family, a specialist was consulted, and an unscheduled blood draw took place. The follow-up testing determined that the result was a false positive. This is not a malfunction of instrument manager. Report is being submitted due to data innovations becoming aware that the erroneous result being reported to the patient which resulted in a specialist consultation and an unscheduled blood draw. FDA safety report ID# (B)(4).